Event description:
Consumer complaint of blood result reading of "lo". The customer confirmed the vial of test strips was opened a couple of days ago. The customer stores his meter and test strips inside the carrying case in his bedroom. I verified the strips are within the expiration date (03/31/2017). I performed the back to back blood test: lo and lo. The customer states that he usually tests twice a day: morning and night. The customer states that his expected blood glucose range is usually about 160 mg/dl. I reviewed the last 5 blood results in the meter memory: lo on (B)(6) 2015 at 08:44 am; lo on (B)(6) 2015 at 08:05 am; lo on (B)(6) 2015 at 08:06 am; lo on (B)(6) 2015 at 08:15 am; 167 mg/dl on (B)(6) 2015 at 07:36 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strip evaluated with "lo" results observed. Black chemistry observed on the test strips. Most likely underlying root cause of malfunction: user had poor storage.